Manufacturer narrative:
(B)(4). Analysis of the ins (nhx700900h) found the stimulation ins functionally ok. Insignificant anomalies.

Event description:
Additional information received reported that the device was not communicating with programmer and it was a new device out of box. The reason for removal was not normal battery depletion and there was no patient death. The patient recovered without sequelae and the device was returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a replacement surgery communication could not be established with the implantable neurostimulator that was about to be placed in the patient. The health care professional tried to communicate with the telemetry head right on top of the implantable neurostimulator (ins) but was unable to communicate. A different ins was tried and it worked fine. The ins that would not do telemetry was to be sent back.

Manufacturer narrative:
Analysis of the ins (B)(4) found that a very narrow crack was found in the epoxy, however, testing of the telemetry while gently flexing the device did not cause any loss of telemetry. An x-ray prior to cutting the device open does not indicate an issue with the wires. It appears the crack in the epoxy was cosmetic only and did not cross the wires. The telemetry antenna wires were intact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.